Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, 30x2.75mm, concentric, de novo target lesion was located in the mildly tortuous and moderately calcified distal left circumflex artery (lcx). A 38 x 2.75 promus premier¿ drug eluting stent was selected for use to treat the lesion. However, during device advancement, significant resistance was met. Despite several attempts, the physician still failed to advance the stent and so the physician removed the device and noted that the stent became damaged distally. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, 30x2.75mm, concentric, de novo target lesion was located in the mildly tortuous and moderately calcified distal left circumflex artery (lcx). A 38 x 2.75 promus premier¿ drug eluting stent was selected for use to treat the lesion. However, during device advancement, significant resistance was met. Despite several attempts, the physician still failed to advance the stent and so the physician removed the device and noted that the stent became damaged distally. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.